Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details, the reported condition of the device leaking could not be duplicated.

Event description:
It was reported that the handpiece was leaking. The account advised that the patient involvement is unknown. Adverse consequences are also unknown, but at this time, there have been no known adverse consequences reported.